Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The consumer reported that it was observed a possible eye ulcer formation while wearing the contact lens. The current status of the consumer's eye is unknown at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H3, h6: the product sample not received at the investigation site for evaluation; therefore, the condition of the complaint product could not be evaluated. The batch/lot/serial number was not provided, therefore, a similar complaint review for affected lot number and device history review (DHR) could not be performed. Any potential contributing factors related to manufacturing process to the reported complaint could not be identified. All product lots are 100% visually inspected, verified, tested to meet acceptance and product release criteria at the time of the release to ensure that the product was manufactured in compliance with the device master record. Based on the information obtained, the root cause of the reported event has been determined to be inconclusive. Quality assurance has reviewed, evaluated, and investigated the reported complaint and will continue to monitor data for evidence of adverse trending and take further action, if appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).